Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act and down buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons were getting harder to pressed. The customer¿s blood glucose level was 120 mg/dl at time of incident. Customer stated that up, down button and act button were harder to pressed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.